Event description:
The pt received catlike scratches and bruises when placed in this stroller. Rptr had to bandage the elbow area of stroller which has 2 plastic sharp corners - right and left elbow area - respectively.